Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy properly. When the surgeon pulled the device back to remove it, the string created a spiral tear in aorta. The same device was used to complete the procedure. The device will not return for investigation as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be completed as the product lot number is unknown. Items marked "ni" are unknown to us at this time. (B)(4).